Event description:
The event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave clear, purple clamp, rotating luer where it was reported the port at the patient hub cracked out of package. When going to attach the item 12517-01, the nurse noticed that the port at the patient hub was cracked. They were able to get another set and utilize that, but care was delayed with no adverse reaction. The event occurred during set up. The nurse was setting up the IV on the patient. There was a patient involved and no harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.